Event description:
The customer stated that the sample identified with anti-e did not react with the ortho 0.8% resolve panel a. No incorrect or erroneous results were reported as a result of this incident.

Manufacturer narrative:
Cts encouraged the customer to use the same set of panel cells when comparing provue and manual gel to rule out any potential problems with the specific set. The customer indicates their understanding of the possible causes of the discrepancies and indicates their confidence that the provue is operating as expected. The customer indicates that each event of the false negative would not have prevented the identification of each antibody. Cts has confirmed that no incorrect or erroneous results were reported as a result of both events. The customer indicates that service to the provue is not required. The customer has agreed to contact cts if any additional discrepancies are observed again. (B)(4): customer indicated service not required.